Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 bubble detector sensor, low level ii. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A new s3 bubble detector sensor, low level ii was sent to the customer. Through follow-up communication with the customer, the livanova (B)(4) field service representative learned that no further issues have occurred following the replacement of the sensor. No further service has been requested from the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that an s3 bubble detector sensor low level ii did not work during a procedure. There was no report of patient injury.